Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device may have delivered an inaccurate amount of insulin resulting in hyperglycemia (blood glucose of 452 mg/dl), followed by loss of consciousness, leading to coma and hospitalization. As a result of the coma, the patient had been intubated for 6 days and spent another 4 days in observation at the hospital. The patient believes the hyperglycemia episode and subsequent coma might have occurred due to a medication he was taking, empagliflozin, which is used to lower high blood glucose levels. Empagliflozin is also used to reduce the risk of strokes and heart attacks in people who have type 2 diabetes. In the hospital, during his stay at the intensive care unit, the patient was connected to another insulin pump (brand unknown) and received insulin and fluids intravenously. The patient states that there was no occlusion messages on the day of the event or anything similar within the pump's memory log.